Event description:
The event is reported as: complaint alleges that the infant circuit is not passing the calibration test on the servo-I ventilator. A dunk test was performed and a leak was identified on the port of the wye. No pt injury reported.

Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.